Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to placed a taxus express2 2.75x32mm drug eluting stent to the ramus. At some point during this procedure, a shaft fracture occurred. Additional info regarding this event has been requested.

Manufacturer narrative:
The device has been received for analysis, however, additional testing has not been completed at the time of this report.